Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted. A replacement pump was sent to the customer.